Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred with a needle 20x1-1/2 rb. The following information was provided by the initial reporter, " as part of an ongoing investigation into a sterility positive, we are contacting the supplier of sterile materials used in our process. Could you please tell me if there have been any complaints, field issues, or manufacturing deviations with the following items?" 1 of 3 complaints.

Event description:
It was reported that sterile breach occurred with a needle 20x1-1/2 rb. The following information was provided by the initial reporter, " as part of an ongoing investigation into a sterility positive, we are contacting the supplier of sterile materials used in our process. Could you please tell me if there have been any complaints, field issues, or manufacturing deviations with the following items?" 1 of 3 complaints.

Manufacturer narrative:
Investigation: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.